Event description:
The customer alleged that the device would switch to internal battery, run for approx ten seconds and then stop with no alarms. The nellcor puritan-bennett svc technician inspected the device and could not duplicate the customer's reported problem, but replaced the battery pack as a precaution. The unit passed extended testing. It is not verified that the device quit running with no alarms, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.